Manufacturer narrative:
The report from the field indicated the following: the patient was in the hospital for an unrelated cat scan and x-ray. The physician noticed the trap ease filter placed on (B)(6) 2002 had multiple strut fractures. The patient was said to be in critical condition but for reasons unrelated to the device malfunction reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Strut fracture.